Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary artery with moderate tortuosity, heavy calcification and 90% stenosis, a 2.5x12 rx xience v stent delivery system (sds) was advanced without resistance via direct stenting. The stent was deployed at 16 atmospheres (atms), however, on the second inflation at 16 atms for post dilatation the sds balloon ruptured. The rx xience v sds was withdrawn from the patient anatomy without resistance and a non-abbott balloon was used for further post dilatation to fully appose the stent to the vessel wall. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the japan xience v everolimus eluting coronary stent system instructions for use instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product deficiency.